Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. During the procedure, the lead was inspected and found to have a breach in the insulation near the connector pin. The lead was capped and replaced on (B)(6) 2018. The patient was in stable condition before and after the procedure.